Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 50 mg/dl. Cause of bg was due to the basal rate setting requiring adjustment. Sugar and carbohydrates were consumed and the basal rate was lowered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.